Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the phacoemulsification tip did work during a procedure. The tip was replaced with another one and the procedure was completed.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation and the report of phaco tip did not work cannot be confirmed on the photo attached to parent complaint; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo contains the partial of a centurion pak label and tubes; the reported product, lot number and reported event of phaco tip did not work cannot be confirmed on the photo attached to the parent complaint. A sample was not received at the manufacturing site, the reported event cannot be confirmed on the photo attached to parent complaint and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).